Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: a visual and functional test was carried out on the endoscope. The endoscope has normal wear marks on outer surfaces. The steering unit movement rattles and scrapes, pcba board inside the handgrip have moisture damages, corrosion marks. This caused image and light function failure. Image was inspected using c-mac z8404 zx monitor sn (B)(6). The error described by the customer " no picture or light " could not be confirmed the image is too bright. The reason for the overwhelmingly bright image is damaged by moisture pcba board. As there is no leak detected on endoscope, possible moisture intrusion place is ventilation port. If soaking the endoscope without removing ventilation cap, liquid will get inside the endoscope. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that no picture or light. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).